Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had gone through a body scanner at the airport. The customer was concerned their insulin pump would malfunction. The customer's blood glucose was 107 mg/dl at the time of the call. Customer stated they were feeling thirsty due to their blood glucose. Customer had treated their blood glucose with the insulin pump. Troubleshooting found there was no air in the customer's tubing. Customer's drive support cap appeared to be normal. It was also found insulin was able to exit from the customer's tubing. The customer stated they would call back to troubleshoot. No additional information provided.